Event description:
Customer reported the a5 anesthesia delivery system would not ventilate, which may have affected anesthesia monitoring. No patient injury was reported.

Manufacturer narrative:
Company representatives evaluated the system. Corrections included replacements of the system's power supply and cooler assembly fan. System was calibrated and safety tested to factory's specifications.